Event description:
The reporter stated that the pump was not recording basal deliveries in the history. The reporter also stated that the boluses programmed appeared in the bolus history but did not appear in the total daily dose. The reporter stated that the patient's blood glucose was elevated, no values were provided. This report is made based on the allegation that the pump basal, bolus, and total daily dose histories were inaccurate.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the bolus, total daily dose, and black box histories indicated that the pump histories contain congruent information. A normal bolus and an audio bolus were successfully performed and both were accurately recorded to the pump history. The pump was exercised for 24 hours at 1 unit per hour, and at the conclusion of testing the total daily dose history showed the correct amount of 24 units delivered. No defects were found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.